Event description:
It was reported that the patient was in cardiogenic shock. The iab was inserted and connected to the pump. At the onset of pumping, the balloon would not inflate. It was decided to remove the iab, but during removal it became stuck and after manipulation it was successfully removed. There was arterial damage which was repaired using a "femstop". There were no further complications.